Event description:
Additional information received from reporter on (B)(6) 2013 for report # (B)(4). Caller is requesting adverse event is checked "yes" and device is an implant checked "yes". She also stated she received 12 inappropriate shocks, not more than 13 as stated in initial report. She also explained that medtronic did give her some assistance. She said the software for her device was upgraded in 2008, but was not programmed correctly or closely monitored, which led to alarm issues and alarm failures. She stated that unfortunately, communication between doctors was lacking which also caused issues relating to her adverse events.

Event description:
Caller reports both the sprint fidelis lead and integrity alert system have a lot of issues and had been recalled by the FDA. In (B)(6), her lead broke. The doctor had also programmed her alert system wrong. Because of this, she received more than 13 inappropriate shocks. She called medtronic to complain, but received no assistance to prevent the recurrence of these adverse events.